Event description:
Baxter china reported five days after placement of the transfer set, the pt noted a dianeal leak. The pt noted the tubing on the transfer set had separated from the pt connector. No pt injury or medical intervention reported.